Manufacturer narrative:
G4:03nov2020. B4: 07jan2021. The field service engineer (fse) was able to duplicate the customer reported problem and replaced the sensor board. The unit passed all testing. Following the repair, the device was returned to the customer to be placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The sensor board was returned for failure investigation. Visual inspection of the sensor board revealed no evidence of damage or contamination. The board was tested, and no failures were identified. The high internal o2 alarm could not be duplicated. Upon further investigation, the device was not in use when this event occurred. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30oct2020.

Event description:
The customer reported that the unit gave a "high internal o2" alarm. The customer reported that the unit was not in use on patient. The customer contacted product support and trouble the issue performed high internal o2 test per the manual. Voltage was .7, out of tolerance high. Product support discussed sensor pcba replacement, and the customer requested a quote for field repair to include the part's price.